Event description:
A patient admitted with mild hyperemesis/ dehydration/pregnancy in earlier this year developed a line sepsis from self-administration of hydration therapy and ondansetron. Two months after admission, an order was written to treat the line sepsis with nafcillin 2 grams every 4 hours IV for 14 days. An ambulatory infusion pump was used to administer this medication via PICC line. That same day, the pump was programmed as continuous instead of intermittent. The pump completed the cycle in 5 hours and the patient replaced the IV bag with the doses scheduled for the next day. The pump continued to administer the medication. The next day, when the nurse visited the patient, she identified that the patient had received the equivalent of 2 days worth of nafcillin. The patient received 24 grams of nafcillin in approximately 10 hours instead of 12 grams of nafcillin in 24 hours. We acknowledge that this was a user error. This is being reported because it is the opinion of the staff who use this equipment that the training materials provided by the manufacturer are cumbersome and are not user-friendly when a nurse needs to reference the material during a patient visit.